Event description:
The facility returned the device for service. During service the baxter repair technician noted that channel b and c under infused during accuracy testing. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test on channels b and c. The specification of this device is +/-5%. The channel b and c pump head modules were replaced.